Event description:
It was reported that dissection occurred. The target lesion was located in the right hepatic artery. A 2mm x 6cm interlock was selected for use. During the procedure, the coil was deployed to first implement embo with the a1 nomar branch of right hepatic artery. However, it was noted that the coil wire was not deployed as the coil wire was kinked in the microcatheter. Thus, the first attempted coil was removed and discarded. A product with the same size was tried again, however when the device was pushed hard, a vessel dissection was noticed. The device was removed and discarded and the procedure was completed with a different device. No further patient complications reported.

Event description:
It was reported that dissection occurred. The target lesion was located in the right hepatic artery. A 2mm x 6cm interlock was selected for use. During the procedure, the coil was deployed to first implement embo with the a1 nomar branch of right hepatic artery. However, it was noted that the coil wire was not deployed as the coil wire was kinked in the microcatheter. Thus, the first attempted coil was removed and discarded. A product with the same size was tried again, however when the device was pushed hard, a vessel dissection was noticed. The device was removed and discarded and the procedure was completed with a different device. No further patient complications reported. It was further reported that when the physician pushed the idc wire, and the coil didn't move into the microcatheter, it was moved by force. A mild-flow limiting-dissection was noted but was recovered normally after around 20 minutes. However, additional coiling was performed by using a non boston scientific device. No fragments remained in the patient's body.